Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time.

Event description:
It was reported that the water leaked from the valve of the foley catheter when the sterilized water was injected and it was unable to inflate the balloon on the day of use. Per follow-up information received from ibc on (B)(6) 2022, stated that the water leaked from inflation valve.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the valve of the foley catheter when the sterilized water was injected and it was unable to inflate the balloon on the day of use. Per follow-up information received from ibc on 13-jun-2022, stated that the water leaked from inflation valve.